Event description:
The customer reported that the insulin pump alarmed motor error. The customer's most recent glucose reading was 205mg/dl. Troubleshooting was performed. Assisted the customer to run the displacement test and failed. The caller stated that the device was not exposed to an MRI. Advised the customer that the insulin pump is replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or test for excessive no delivery alarm due to motor error alarms. The insulin pump had a cracked case at display window corners and a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.